Event description:
On may 07th, 2024, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model fswa10c) had been used at regional health care group in australia. The initial reporter informed (B)(6) about a patient incident. It was stated: "a patient's skin erupted in a red rash and welts within minutes of the ECG dot application. Patient may have an allergy to the ingredients in the gel (aqua-tac). The ECG dots were removed immediately and the patient was administered telfast and monitored until symptoms disappeared. An alert was placed in the patient's file. The scan could not be completed as a suitable alternative could not be sourced at the time. This clinic has not had any previous issues like this before.". No further details have been disclosed so far despite repeated requests.

Manufacturer narrative:
Retained samples of the concerned lot of model fswa10c have been inspected visually. All inspected samples were found to perform within limits. We also have reviewed the production history records for the concerned lot number. Electrically and mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults could be detected. We have requested several times for a filled in questionaire and customer samples but have received none. We therefore close the investigation.